Event description:
The customer reported that during a bradycardiac event, the equipment failed to alarm.

Manufacturer narrative:
(B)(4): based on the available info, the pt who was being paced was not resuscitated because the monitor had not alarmed the pt's condition. Philips has not been provided with info about pacer settings and pacer detection configuration or about any eval of pt electrical vs. Mechanical cardiac functions. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.